Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine change out. The lead were secured, the atrial lead exhibited an high impedance. The setscrew of the pulse generator could not be backed out or removed. The lead the was cut and explanted with the device and a new lead was successfully placed. The patient was stable post procedure.